Event description:
Additional information was received for this case. It was reported that 24 months post index procedure there was a distal type I endoleak. The investigator indicated that this endoleak was continuing from the previously reported perfusion of the false lumen. The investigator indicated that the patient's death was remotely related to the device and not related to the procedure.

Event description:
A valiant stent graft was implanted in a patient for the emergent endovascular treatment of an acute thoracic aortic type b dissection. Aneurysm and vessel morphology was not reported. Minimal true lumen is 3 mm, false lumen is 28 mm (extends to the abdominal aorta - suprarenal), there are three re-entry tears visible, the false lumen is partially thrombosed, the native aorta between the lsa and lcc is 31 mm in diameter, at the proximal neck it is 31 mm, proximal to the dissection 29 mm, dissection diameter 47 mm distal to the dissection 27 mm, right access vessel 9 mm, left access vessel 9 mm, distal neck 27 mm. The stent graft was implanted intentionally completely covering the lsa, without issue. It was reported that on five days post implant, there is continuing perfusion of the false lumen from the pre-existing distal entry tear. No intervention was performed. It was reported that 30 months post index procedure the patient expired suddenly; the cause of death is unknown.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), - lack of information (unknown cause of death). Conclusion: lack of information (unknown cause of death).

Manufacturer narrative:
(B)(4).